Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 96 days. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had device thrombosis and deemed not a surgical candidate. The patient was sent home under hospice care. The patient had a stroke and the device had low flow alarms. The device was turned off by the spouse and the patient subsequently expired. No additional information provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Thrombus and stroke are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.